Manufacturer narrative:
While the failure was not replicated during failure analysis testing of the returned unit, the error observed in the system logs indicates an intermittent fiber connection issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found intermittent communication errors with patient side cart (psc) common compute controller (ccc). The fse replaced psc ccc and blue fiber pigtail to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis has not been completed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called in to report an error and system restart. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and identified errors related to fiber port 3. The customer was instructed to reseat the connection on both ends, but the error persisted. The customer confirmed that a replacement cable was available. Upon reviewing the system logs again, the tse did not observe error 31089s immediately upon system boot-up. The customer reported that the error had returned and mentioned the room was very hot. The tse suggested cooling down the room to see if it affected the issue. After the room was cooled down and the system was power cycled, the errors did not reappear on boot-up. However, the ssc displayed a spinning wheel upon powering on. The tse advised the customer to change the port on the back of the vsc to resolve the issue. There was no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the common compute controller (ccc) involved with this complaint and completed the device evaluation. Failure analysis confirmed but could not replicate the reported issue. Upon visual inspection, the ccc was returned in good physical condition. Error 31089 was confirmed upon reviewing logs. The ccc unit was installed into golden system, programmed and system started up with no error. Periodically power cycle up to 10 times and left the system idle for four hours and there was no issue. Optic light levels and values were in expected range.